Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked in the lower right corner. This was discovered during filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from september 09, 2022 to september 10, 2022. H10: the device was received for evaluation. A visual and magnified inspection were performed and a tear/hole was observed in the lower right-side seam. Functional testing was performed with tap water and a leak was observed at the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.